Manufacturer narrative:
H3: one device was received for evaluation. No previous services were found and there were no applicable events logged in the event history log. Visual inspection found a defective liquid crystal display (lcd) screen, the downstream occlusion (dso) seal was peeling from the bezel, usb jack damaged and there was corrosion on the printed wiring assembly (pwa). The dso seal was replaced. The dso/uso were calibrated, occlusion and performance verification testing (pvt) tests were performed. The device then passed all functional tests after the repairs.

Event description:
The customer returned product for liquid crystal display (lcd) discolored during physical inspection it was found that the dso seal was peeling from the bezel. There was no patient involvement.